Event description:
The customer reported being in the emergency room with high blood glucose. The caller stated that she changed the infusion set/reservoir and bolused because her blood glucose was high when she woke up. Then the customer went for a run and noticed her blood glucose went up more. She changed the infusion set again, but it did not drop. The customer believes that the bottle of insulin was the issue. The caller mentioned being in the emergency room twice on the same day. The first time they told her that they did not have novolog, and the second time she was given a bottle of humalog. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.